Manufacturer narrative:
A covidien investigation verified the customer complaint of the o2 sensor error. Inspection of the o2 filter found it had a broken end and tubing had become disconnected. Tubing was reconnected and calibrations were performed. The unit then passed testing and was run overnight without any further events. The customer reported to have replaced the battery. (B)(4).

Event description:
A report was received from (B)(6) stating that during patient use, a low fi02 (fractional inspired oxygen) alarm, a high fi02 alarm, and a flow sensor error alarm occurred on an e360 ventilator. The patient was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.